Event description:
Caller states the active meter produced a result of 320 mg/dl with no blood applied to the test strip. No action taken on device result. No adverse event reported. Requested return of suspect device and replacement was sent.